Event description:
Reportedly, the device was explanted after an implant duration of 0 days. The reason for the explant is unk, as no other details were provided.

Manufacturer narrative:
Device not returned.